Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found.

Event description:
It was reported that two weeks after implant the patient's right ventricular (rv) lead was explanted and replaced for micro-dislodgement as evidenced by high pacing thresholds and diminished r-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the patient experienced syncope, shortness of breath, and fatigue. The rv lead also exhibited variable capture. No capture was observed at high outputs. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.